Manufacturer narrative:
Initial reporter phone no. - (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between patient line connector of a homechoice low recirculation volume apd set with cassette and the female connector of a peritoneal dialysis (pd) transfer set. This was noticed during setup for peritoneal dialysis therapy. The caregiver further reported that they found the transfer set and patient connector of the cassette were not tightly securing at the connection. There was no patient injury or medical intervention associated with this event. No additional information is available.